Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noise, oversensing and pacing inhibition. The patient suffered from asystole greater than 2 seconds due to these issues. No additional adverse patient effects were reported.